Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the shaft was broken/ fractured at the junction between the grilamid sleeve and the catheter shaft. The catheter shaft was also kinked at 43cm from the proximal end, likely due to handling. Functional testing could not be performed due to the condition of the returned device. It is probable that the catheter shaft was broken/ fractured at the proximal end during removal from the dispenser hoop. However, based on the information currently available a definitive cause of the observed catheter shaft break could not be determined; therefore, an assignable cause of undeterminable was assigned.

Event description:
Analysis of the returned device noted that the catheter shaft was broken. No consequences to the patient were reported.